Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug (unk mg/ml at 2.862 mg/day) via an implantable pump for spinal pain. It was reported that for the past couple of months the patient had increased pain and withdrawal symptoms. Their dose had increased and no improvement. The patient uses pa (patient activation) bolusing and was getting bolus's but they felt as though they were not getting the bolus. The pump logs were checked and there were no alarms, pa bolus's were being given successfully per report. It was asked about volume discrepancies and the healthcare provider stated yesterday (2023-02-22) the patient had a refill and the home health nurse stated the arv was greater than the erv. No falls or trauma were reported for the patient.

Manufacturer narrative:
The explanted catheter segment was received on 2023-04-21. H3. Analysis of the catheter segment identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6)2012 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the rep spoke with the hcp who filled the patient's pump on (B)(6)2023 and she had stated there was not an issue of refill discrepancy as it was noted within normal limits. The actual reservoir volume (arv) was 6 ml, the expected reservoir volume (arv) was 5.5 ml, the filled volume at last refill was 20 ml and the programmed volume at the last refill was 20 ml. It was reported a catheter revision or replacement has been planned however nothing has been scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from company representative (rep) reported the patient went in for exploration and possible revision surgery on (B)(6)2023 the physician opened the pump pocket and visualized medication leaking from the catheter, approximately 4 inches proximal to the catheter hub. The catheter had been removed from the pump and the spine side had been clamped. Cerebrospinal fluid (csf) could be seen leaking from the cut spine side. The physician revised the catheter with a new 8780. The medication was reported to be reduced and the revision had been completed without incident. The explanted catheter had been sent to hospital pathology and a request had been made to release it to medtronic for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: ubd: 2013-03-18, UDI#: (B)(4), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient had been experiencing a return of pain symptoms since approximately one month prior to this report. During a dye study on (B)(6) 2023, the hcp was unable to aspirate from the catheter access port (cap). The catheter looked kinked under x-ray. The patient was referred for a catheter revision or replacement. At the time of this report, the surgery had not been scheduled. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. In regards to environmental, external, or patient factors that may have led or contributed to the issue, the cause of the event was unknown.